Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing insufficient growth. The following has been provided by the initial reporter: customer problem: customer is reporting no growth of p. Aeruginosa in their 442021 bottles if media performance issue provide organism atcc strain information (if applicable): p. Aeruginosa atcc 27853 steps taken with customer/troubleshooting: customer is performing validation on their bactec bottles according to validation outline provided by bd and they had no growth of their atcc strain 27853 of p. Aeruginosa in the anaerobic 442021 bottle from lot 1314585. The customer states all other bottles performed as expected.

Event description:
It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing insufficient growth. The following has been provided by the initial reporter: customer problem: customer is reporting no growth of p. Aeruginosa in their 442021 bottles if media performance issue provide organism atcc strain information (if applicable): p. Aeruginosa atcc 27853 steps taken with customer/troubleshooting: customer is performing validation on their bactec bottles according to validation outline provided by bd and they had no growth of their atcc strain 27853 of p. Aeruginosa in the anaerobic 442021 bottle from lot 1314585. The customer states all other bottles performed as expected.

Manufacturer narrative:
H6: investigation summary: customer reported no growth while using bactec product. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection. Also, gram stain was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch and sensor history records review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance.